Event description:
Reference number(B)(4). Event occurred in germany. It was reported that the patient experienced infusion set leaking from the infusion set adapter on (B)(6) 2024, which resulted in elevated blood glucose (300 mg/dl) and the leakage was within the plastic on the adapter. No further information was available.